Event description:
Patient reported right side "pain, device migration (bottoming out), causing shoulder misalignment and backache, fatigue, exhaustion and capsular contracture baker grade IV". Events of "backache", ¿fatigue¿, ¿exhaustion¿, and ¿causing shoulder misalignment¿ are not device related. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade IV".

Manufacturer narrative:
Visual analysis of the photographs identified, pain: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Migration: unable to observe, since it is a medical event. And is not related to the device. It is not possible, to determine the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided.

Event description:
Patient reported, right side "pain, device migration (bottoming out), causing shoulder misalignment and backache, fatigue, exhaustion. And capsular contracture, baker grade IV". Events of "backache", ¿fatigue¿, ¿exhaustion¿, and ¿causing shoulder misalignment¿ are not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported right side "pain, device migration (bottoming out), causing shoulder misalignment and backache, fatigue, exhaustion and capsular contracture baker grade IV". Events of "backache", ¿fatigue¿, ¿exhaustion¿, and ¿causing shoulder misalignment¿ are not device related. The device has been explanted.